Event description:
Per the customer the device overheated prior to a procedure at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.